Event description:
Dealer states s/n (B)(4) (cs3 bed) customer states that the control box is no longer functioning - no follow up required.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.